Event description:
Patient with cad, diabetes and multiple other medical problems including chronic renal disease had a tunneled catheter placed on 9/26 for dialysis. The catheter was primed using the volume noted on the package. The pt bled several hours after insertion and required transfusions. Md stent the pt's blood for an aptt test with a result of>100 seconds, indicating the pt had been systemically heparinized by the catheter loading volume of heparin. The pt required administration of protamine sulfate to control the bleeding.